Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
Complete event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that after approximately 58 hours of intra-aortic balloon (iab) therapy, an iab rupture occurred and "frothy blood tinged fluid" was noted in the gas/helium line. Therapy was discontinued shortly after. There was no patient harm or adverse event reported.